Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported that no buttons were pressed continuously for 3 minutes or more, and the pump was not exposed to changes in altitude. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The customer returned the pump for alleged keypad unresponsive/button error alarm (stuck button alarm) on 29-aug-2025. The pump passed the self test. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Perform the history review 2 days prior to the event date 29-aug-2025 in the pump history file and found 11 sensor error alert on 08/27/2025, 2 lost sensor alert on 08/28/2025, 2 stuck key alarm (61) on 08/29/2025, 1 failed batt test (58) on 08/29/2025 14:40:59.000, and 1 lost sensor alert on 08/29/2025. Earliest power data available per the power management tool/detail trace file is on 08/30/2025 4:40:58 pm. There was no power data available for the date of 08/29/2025. Unable to check power data for failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Stuck key alarm (61) was noted in the pump history file. Pump was cut open to perform visual inspection and found corroded pcba1, corroded pcba2, and moisture damage on the motor. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). The pump passed the self test. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, or keypad unresponsive noted during testing. Activation-keypad/button unresponsive (stuck key alarm (61)) confirmed in the pump history file due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.